Manufacturer narrative:
Phone number not provided.

Event description:
At the repair bench the technician reported a loss of audio on the mx40 telemetry device. The device was not in use on a patient. No adverse event involving patient or user was reported.